Manufacturer narrative:
The device has been received for evaluation: however, device evalutaion is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). Customer resumed insulin therapy on the pump. Customer¿s blood glucose level was 229 mg/dl.